Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed: visual inspection of retention samples was satisfactory, with no issues identified. Additionally, clinical testing was performed: no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (clotting) because the defect was not evident in the testing of the complaint lot samples. The parameters for retain and control samples tested, demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported that after use with 4 bd vacutainer® sodium fluoride 15mg potassium oxalate 12 mg (fx) blood collection tubes the samples had clotted. There was no reported patient impact. (B)(4). The following information was provided by the initial reporter: customer is reporting they had few samples that were drawn within days of each other that seem to have clotted.

Manufacturer narrative:
Medical device brand name: bd vacutainer® sodium fluoride 15mg potassium oxalate 12 mg (fx) blood collection tubes customer provided two lots 2109102 and 2132113, however the customer can not confirm which lot was used on which day. Reporting both lots for each date. The information for each lot number is as follows: medical device lot #: 2109102, medical device expiration date: 30-sep-2023, device manufacture date: 19-apr-2022, medical device lot #: 2132113, medical device expiration date: 31-oct-2023, device manufacture date: 12-may-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use with 4 bd vacutainer® sodium fluoride 15mg potassium oxalate 12 mg (fx) blood collection tubes the samples had clotted. There was no reported patient impact. This is the 4th of 4 occurrences. The following information was provided by the initial reporter: customer is reporting they had few samples that were drawn within days of each other that seem to have clotted.